Event description:
The reporter stated the patient experienced elevated blood glucose of 520 mg/dl in the evening on (B)(6) 2015. They found in the pump memory that a bolus had been cancelled. At approximately 12:00am, the patient's blood glucose measured 500 mg/dl and they found that the pump was in the stop mode. The patient called for an ambulance and he was transported to the hospital. He underwent an electrocardiogram and a blood analysis. It is unknown if any other treatment was given. The patient was released after a few hours. No further information is available. The pump was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.